Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. No parts have been returned to the manufacturer for analysis. Part not received.

Event description:
Medtronic received information regarding a navigation system during a cranial resection procedure. It was reported that after the case was completed, the system remained on and was used for a second case. During registration, the foot switch did not work. The system was rebooted and a connector was reseated. This did not resolve the issue. The registration was performed using a mouse. This issue was only found in the second case. The surgery was completed successfully with no delay and no patient impact.

Manufacturer narrative:
The footswitch cable was returned to the manufacturer for analysis. Analysis found that the foot switch was found to be in good condition with no physical damage. When connected to known good system the foot switch actuated whenever the pad was pressed from any position. No fault found.